Event description:
Customer stated erroneous sodium results were reported to physician for 60 patient samples. The customer was notified by physician who stated 3 patient samples were running lower than expected. Two of the samples gave discrepant results. Sample type is serum, collected in bd sst gold top sample tubes. Sample 1, initial result run from aliquot of primary tube gave 129; repeat run from primary tube gave 135 mmol/l. Sample 2, initial result run from aliquot of primary tube gave 131; repeat run from primary tube gave 138 mmol/l. The 3 patients did not receive any treatment based on the erroneous results. Customer said they corrected results for all 60 patient samples and did not know if the additional 57 patients were affected by the erroneous results. Sodium electrode lot number was not provided. The field service representative determined the cause was a mechanical failure due to fibrin/clot. . He cleaned the ise flow path. The customer ran calibration, controls and precision prior to and after cleaning with no issues. Instrument verified to be operating within specification.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.